Manufacturer narrative:
Bd received 2 photos from the customer in support of this investigation, the photos were evaluated and show unused tubes. An evaluation of the photographs provided did not confirm insufficient additive. Additionally, 10 retained samples from the bd inventory were analyzed for heparin content and all were found to be within specification. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained sample¿s test results. Bd was not able to identify the exact root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that prior to use with 4 bd vacutainer® lh 170 i.u. Plus blood collection tubes it was discovered that there was no additive. The following information was provided by the initial reporter: item 367526, lot 2350837 ¿ all empty tubes with no additive,

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 4 bd vacutainer® lh 170 i.u. Plus blood collection tubes it was discovered that there was no additive. The following information was provided by the initial reporter: item 367526, lot 2350837 ¿ all empty tubes with no additive.